Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw and implant head fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. An imp,tsv,4.1mm,sbm,8 (tsv4b8) and an unk zimmer screw were returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at the collar and screw fracture found inside. No pre-existing conditions noted on the per. The reported device was located on tooth #36 and was used for approximately 4 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: 'precautions' 'breakage' 'warning' review of appropriate documentation: documents reviewed: instructions for use for screw-vent® implants (9665 rev 0-09/14) information identified: contraindications, warnings, precautions, breakage. DHR review: DHR review was completed for the subject lot number (1240146). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1240146) for similar event and no other complaint was identified. . Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.